Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer reverted to manual insulin injections for insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.